Event description:
Our rep is reporting the following to us: during an acl repair while driving and seating a 4.5 cortical screw, a portion of the distal tip of the driver broke off into the screw. The surgeon was not able to retrieve the fragment; it remains in the head of the screw which secured in the bone. Nothing is sitting proud, procedure concluded successfully and no patient consequences. The complaint driver was the rep¿s loaner, and, he states that it is well over 5 years old and has seen quite a bit o use. Nothing being returned, device discarded.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is stated that the complaint device is well over 5 years old and has seen quite a bit of use; outside of attributing the underlying cause to fair wear and tear through age/usage we cannot discern any other root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.